Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient of unknown age had mentor breast prosthesis implantation procedure in (B)(6) 2006 and was diagnosed with breast cancer in (B)(6) 2016. The patient¿s medical history is unknown as part of the grading and staging. The chest CT confirmed that the left implant was ruptured. The patient reported that she had breast pain and fatigue prior but assumed it was hormonal. The patient has completed the radiation and surgery as part of her cancer treatment and currently there's no evidence of disease. The patient stated that she has a future appointment with a doctor regarding explanation of the devices now that her cancer treatment is completed. Multiple attempts have been made to obtain further information regarding this complaint. However, no further information has been made available. No physician contact information or documentation is available. Mentor made a decision to file a FDA medwatch report based on the above information; however, currently, there is no solid evidence in the literature to suggest that breast implant rupture alter the risk of breast malignancies.